Event description:
Reporter alleged there was an error when inserting the test strip; however, afterwards obtained results of 300, 400, and 92 mg/dl all performed within a few minutes of each other. No treatment was received or actions taken as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.